Manufacturer narrative:
Concomitant medical products: 694765 lead, implanted on (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited no capture, high and undefined impedance, and oversensing of noise. The ra lead was capped. No patient complications have been reported as a result of this event.